Event description:
In 2009, the lay-user/patient contacted our international affiliate, alleging that the onetouch ultramini meter does not turn on. This complaint is classified according to the documentation of the customer care advocate and the follow-up answers obtained in the next day. The patient usually tests her blood glucose 4 times per day and manages her diabetes with metformin (oral medication). The power issue began two weeks prior to contacting lfs. On an unspecified date and time after the product issue began, the patient claimed she developed symptoms described as "weak and shaking." The patient administered self-treatment with either biscuit or juice and felt better afterward. The reported symptoms lasted approximately 5 minutes. The patient did not make any changes to her medication, activities or food on the day of concern. The patient claimed that due to the power issue she experienced on th day of concern, she developed the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the subject meter did power on with the power button pressed and the test strips inserted into the meter. There was no misuse of the lfs product. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.